Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was high and the bolus was not bringing them down. Customer took a manual injection and it brought down their blood glucose. Customer stated that she did the high pressure test and ran insulin through the tubing. Customer stated that the insulin came out of the tubing. Customer stated that she uses her abdomen and she has been using it for a long time. Customer's blood glucose was in the upper 200's mg/dl. Customer stated that she also had a low blood glucose of 47 mg/dl. Customer was not on the pump at that time. Customer stated that she will be putting the pump back on tonight and she will monitor the issue once the long acting insulin is out of her body.